Manufacturer narrative:
No failure was indicated in the original procedure or in the explants at the time of revision. Explants were not returned for investigation and no additional information about the revision is available at this time. The product lot could not be obtained; therefore, DHR review could not be performed. Multiple attempts to obtain additional information have been unsuccessful to date. Based on the available information the reason for the revision surgery and whether it is related to the tops system could not be determined. The rate of revisions for the tops system is lower than the reported rates in the literature for similar systems. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
The company was informed about a revision case of the tops system in the us. No information was provided regarding the original procedure. In the revision surgery, the tops motion implant and pedicle screws were removed. No other details were provided and no additional information is available.